Event description:
Facility, (B)(6), stated that an rn noticed that a patient sitting in the 547 recliner / transporter chair was scooted forward and the left front portion of the chair was tilted. The left front caster allegedly disassembled itself from the chair. Rn was allegedly injured when she tried to level the chair for the patient to exit.

Manufacturer narrative:
MDR decision date: (B)(6) 2012. (B)(4) 2012 - no RMA has been initiated for this issue. Model 547cha15-t7, serial number/date code and age of product are unknown. The facility, (B)(6), stated that a rn noticed that the left front side of the 547 recliner / transporter chair was tilted and the patient sitting in the chair was scooted forward. The left front caster was allegedly disassembled from the chair. The rn allegedly steadied the chair in order to leverage it, thus allowing the patient to exit with her assistance. The rn reinserted the caster and made the staff aware of the incident. The maintenance department at the facility advised the manufacturer, champion manufacturing, of the injury. The manufacturer was made aware that the facility had retrofitted the recliner / transport chair, which comes with 5" casters, to 3" casters. Maintenance alleges that he advised the facility not to push patients in the retrofitted chairs which the manufacturer advised was correct. The 3" casters are allegedly exhibiting bent stems which will happen if the chair is used as a transporter. The following morning the rn alleged that her neck and shoulder were swollen and she had pain. Her md advised that she had a tear in her external rotator cuff and prescribed physical therapy twice a week. The malfunction has not been confirmed.